Event description:
Catheter was inserted by doctor. As balloon was blown up, could not see it. Catheter was immediately removed. Tested the balloon and discovered that it was ruptured. New swan ganz catheter was opened up, tested, and worked fine for the rest of the procedure. No indication of ruptured balloon prior to insertion. Unknown volume used for balloon inflation.